Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient tried to charge but kept getting the "poor communication" screen. The patient tried to move the antenna and turn the dial but this didn't help. They last charged the ins 4-5 days ago. The patient was unable to communicate with an external device and they attempted to perform an antenna locate. They received an information por on the insr. Prior to the antenna locate the patient was receiving the poor communication screen on the programmer and after were seeing the "charge the ins" screen. The patient had an unrelated surgery about 2 weeks ago and was in a hospital environment and didn't recall if they had the ins off for the surgery or not. Antenna locate resolved the issue- the patient was receiving 6-8 coupling bars and were able to charge the ins. No symptoms or further complications reported.

Manufacturer narrative:
Correction to adverse event or product problem: this was changed to product problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.